Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
Info was received reported: - the ECMO (extracorporeal membrane oxygenation) tech notified the nurse that the pts blood pressure was dropping. The dopamine was increased (concentration of 2 mg/ml) by 3mcg/kg/min. After 5 mins, there was no improvement in the pt's blood pressure. The syringe pump was inspected visually, and there appeared to be no pressure indicated. The pts PICC was flushed at the t-connector, and it was noted that it was a little difficult to flush. Then, the line was able to be flushed with no difficulty after flushing 2 ml at the t-connector, the dopamine was reconnected, and the pt's blood pressure started rising. After several mins, the blood pressure dropped again. The dopamine drip was increased by 3 mcg/kg/min, to a total of 18 mcg the pt's blood pressure continued to drop, and the dopamine was increased to the maximum of 20mcg/kg/min. The physician and charge nurse were notified. The infusion pump was exchanged for a new pump, and all infusion lines were checked. After 10 mins, the pt's blood pressure rebounded.